Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an impella cp was implanted for the support of a cardiogenic chock/acute myocardial infarction patient who exhibited high purge pressure. The hospital team assessed the pump and observed no kinking in the purge line. The team made the decision to remove and replace the pump. The patient survived.

Manufacturer narrative:
The pump was returned for investigation. Data logs were not provided for this case run. No physical damage was observed on the returned pump. The pump was run according to specifications in a bucket of water, with observed high purge pressure. The catheter was cut near the motor housing while priming, and purge fluid was observed from the cut catheter, which confirms no blockage in the purge line. Close examination of the purge gap revealed biomaterial inside it. The cause of the high purge pressure issue was most likely biomaterial, based on returned product information. The cause of the access site bleeding issue was not determined without sufficient clinical information. Thrombus failure mode was added as an investigated failure after returned product investigation. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions. Description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts. Imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. Any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). Medications or treatments that the patient was receiving at the time of thrombus formation. Surgical or procedural details if applicable (e.g, cardiac catheterization). Any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.